Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic valve implanted four (4) years, one (1) month, was treated via valve-in-valve procedure due to aortic stenosis. A 23mm transcatheter valve was implanted inside the failing 23mm valve. No additional information was provided.